Event description:
A customer reported a tandem mobi cartridge alarm, which caused their blood glucose to be displayed as "high," though the specific value was unknown. The customer took corrective actions by administering a correction bolus via the pump and multiple daily injections (mdi), and it was confirmed that no third-party assistance was required. The issue was further confirmed by technical support, who verified the cartridge alarm and noted it had occurred previously. As a resolution, technical support arranged for a replacement pump to be sent to the customer under warranty, and the customer was instructed on procedures for returning the faulty pump. The customer was also advised on the programming and connection steps required for the replacement pump. Customer reverted to an alternative method of insulin therapy.